Manufacturer narrative:
The reported events of failure to sense and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited loss of capture and was unable to accurately detect the ventricular sensing when the lead was temporarily connected to the pacemaker via radiofrequency wireless telemetry. The lead was not used and replaced during the procedure. There were no patient consequences.